Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated on (B)(6) 2025, and the mean was decreased by 12.7 mmhg. Readings were observed under the manufacturer's patient care network database. After the (B)(6) 2025 recalibration, the patient's home patient electronic system (pes) measurements were reading lower. The site performed a second right heart catheterization on (B)(6) 2025, and the baseline was increased by 10.6 mmhg. Abbott rep confirmed that the site felt the numbers from the (B)(6) 2025 recalibration were incorrect. Final baseline is 2.1 mmhg lower than the baseline before the (B)(6) 2025 recalibration.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.